Event description:
It was reported that the pen ndl 32ga 4mm 100 bx 1200 ca experienced the cannula breaking off or pulling out and was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320144. Batch no. 9141569. Verbatim: issue: parent of a consumer reported insulin did not get dispensed during the priming, when she removed the pen needle, non patient end of she needle needle broke off on the cartridge, she could not remove. She had to throw the cartridge. Pen is fine. She uses the refillable pen. She uses the sanofi insulin pen. Sample discarded. She uses the 4mm, 32g needle. Incident date (B)(6) 2019. Occurence-1. Item# unknown. Lot# 9141569; expiration date- 2020-05. She uses the new needle for her daughters injection each time. She does not visually test the needle to see if it is straight. Advised her to visually test the needle. She tightens during the attachement. Advised her to not to tighten too tightly. She does the priminng.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32ga 4mm 100 bx 1200 ca experienced the cannula breaking off or pulling out and was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320144 batch no. 9141569. Verbatim: issue: parent of a consumer reported insulin did not get dispensed during the priming, when she removed the pen needle, non patient end of she needle needle broke off on the cartridge, she could not remove. She had to throw the cartridge. Pen is fine. She uses the refillable pen. She uses the sanofi insulin pen. Sample discarded. She uses the 4mm, 32g needle. Incident date: (B)(6) 2019, occurence: 1, item# unknown, lot# 9141569; expiration date: 2020-05. She uses the new needle for her daughters injection each time. She does not visually test the needle to see if it is straight. Advised her to visually test the needle. She tightens during the attachment. Advised her to not to tighten too tightly. She does the priming.